Event description:
In 2006, two gore tag thoracic endoprostheses were implanted to repair a transected thoracic aorta which resulted from a motor vehicle accident. After implantation of the first gore tag thoracic endoprosthesis, a gore tri-lobe balloon catheter was advanced, inflated by visual profile, and subsequently ruptured. As the physician was retracting the ruptured balloon, the proximal gold band of the device infolded. The physician successfully repaired the infolded device by implanting a second gore tag thoracic endoprosthesis and a palmaz balloon-expandable stent. During the process of repairing the infolded device, the physician ruptured two more gore tri-lobe balloon catheters, all of which were inflated by visual profile.

Manufacturer narrative:
The gore tag thoracic endoprostheses remain functioning in the patient, the gore tri-lobe balloon catheters were discarded by the facility. A review of the manufacturing paperwork is being conducted. Please note: a second gore tag thoracic endoprosthesis was implanted (tg2610/04283833) and three gore tri-lobe balloon catheters ruptured (bc2640/lot#04256267, bc2640/lot#04256267, and bc2640/lot#04071761).